Manufacturer narrative:
Initial.

Event description:
It was reported that after placing a new freestyle libre 3 plus sensor, pairing with the ilet initially failed, but the sensor subsequently connected to the ilet device and the ilet app displayed glucose readings, consistent with an intermittent communication failure involving the antenna/electrical-magnetic communication components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between connected components that was consistent with intermittent communication failure involving the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.